Event description:
During the procedure, it was noted that there were amplifier power issues which caused the procedure to be canceled. The amplifier was exchanged but the replacement amplifier was also experiencing issues. The case was abandoned. It is reported that the fiber optic cable was reseated which resolved the issues. There are no reported adverse consequences to the patient.

Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be determined. The root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).